Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had drive/motor anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that the pump is acting like it is pushing the piston against the reservoir. The customer stated that it was like stuck, and when released the act button it quit and when pressed the act button it beeped but no more droplets came out. The customer stated that when it start priming but when the piston hit the reservoir it either pauses or hesitates and sometimes it stop right before it hit the plunger.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement and motor tests. No excessive no delivery alarms, prime anomalies, unexpected low battery, low reservoir alarms, motor anomalies, unexpected motor noise anomaly or motor unexpected pausing during testing noted. The pump was received with intermittent act buttons due to a flattened dome switch. No unlocked lcd keypad connector noted. The pump was received with a cracked case at the display window corners, and minor scratches on the lcd window.